Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) deterioration of the peg tube. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant, there was deterioration of the peg tube and the peg tube was also damaged. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on (B)(4) 2014: the exact procedure date was unknown however, the peg tube was in place for 17 months. The procedure was completed with a new endovive standard peg kit pull method.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant, there was deterioration of the peg tube and the peg tube was also damaged. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.